Event description:
The lay user/patient contacted lifescan alleging that her one touch surestep meter was reading inaccurately high. On an unidentified date, the pt obtained an unspecified high blood glucose result on her meter and compared the reading to a "130 mg/dl" result taken more than 30 minutes later at her doctor's office. The device used at the doctor's office is unk. Ath that point, she felt as though the meter was reading inaccurately high. Due to some of the pt's elevated readings, the pt's doctor added glyburide to her oral medication regimen. Ever since she started taking glyburide, the pt explained that she has "bottomed-out" a few times, gotten readings on her meter in the "30's and 40's mg/dl", and required hospitalizations. During those instances of hypoglycemia, the pt mentioned that she experienced symptoms of "sweating, seeing black, and being uncoordinated." The pt added that when she feels hypoglycemic, she typically attempts to treat herself by eating or drinking something to raise her blood glucose. Tht pt was unable to provide further details of her hypoglycemic episodes, hospitalizations, and treatment regimen. The meter, test strips, and control solution were replaced. The pt stated that she has encountered the message, "hi" on her meter several times in the past. The customer care advocate (cca) was able to verify a result of "hi" in the meter's memory dated back in october 2005. However, the pt could not recall the details associated with the reading. This complaint is being reported due to the following conclusion: the pt alleges that the meter gave inaccuracte high results and that she had hypoglycemic episodes where she received treatment.